Event description:
It was was reported that there was possible right ventricular perforation. No capture and diaphragm stimulation were also observed. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed. The outer insulation was found breached cut and blood present in/on the helix mechanism; apparent explant damage.